Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing to recreate the reported event could not be performed due to the nature of the event and product. No pre-existing conditions were noted on the per. The device had been placed on tooth #27 for an unknown amount of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction and the reported event could not be verified as the exact details of event/product were nonverifiable. The following sections have been updated: h3: changed "yes" to "no". H3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an update to event was received on 09/15/2020 ncm. Called customer and was advised to call raymond petrunich. Dr. Petrunich stated assistant discarded screw but the healing collar was a encode ieha574. Screw that loosened in final customer abutment is a iunihg. No additional information provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided . Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment screw in an iioss611 at site 27 loosened. Doctor requested a new abutment screw.